Event description:
I got a medtronic pain pump 6 yrs ago which had multiple recalls over the years also got a new pump from flowonix which also just came aware it has problems. To top that medtronic and flowonix are still allowing meds that are not allowed to be put in pumps. This is a very dangerous problem. Not only the defective but the drs still putting unauthorized meds in these pumps. I know because it's happening to me. I am going to put website up very soon on how you and them are allowing this to happen. This is a very dangerous game you are playing with lives. Not only the pump problems where know about, but not disclosed when putting in the devices. So again, its going to be posted soon on multiple sites what is going. It's not right.